Manufacturer narrative:
Results and conclusion summation- stenosis and ischemia, as noted in the IFU, are known adverse events associated with coronary stenting and are not necessarily an indication of a product quality deficiency. Stenosis, ischemia, and hospitalization are listed in the risk assessment as no-fault post-procedure complications. Possibly, the ischemia was a secondary effect of the stenosis, which required hospitalization and treatment via the implantation of an additional stent. Although a conclusive cause for the reported pt effects, and the relationship to the product, if any, cannot be determined, there does not appear to be an indication of a lot specific product quality deficiency.

Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: ischemia/restenosis requiring medical intervention. Device issue: no device malfunction has been reported. It was reported that at the 12 month follow-up, it was noted that the pt had undergone a target vessel revascularization (tvr approximately nine months post implant of the device. Reportedly the pt presented with ischemia and subsequently a proximal edge restenosis was identified, which required treatment with another company's 3.5x1 5 mm stent. The silent ischemia and restenosis has reportedly resolved. No additional event or pt info is available. You are receiving this MDR report from abbott vascular as bsc distributes promus in the u.s. As its brand label of abbott vascular's drug eluting stent.